Event description:
A plate was implanted for a distal third tibia spiral shaft fracture with some intra-articular fragments along with a proximal fibula fracture. Patient sustained the fracture in a fall from a roof. Subject plate was implanted with a combination of compression and locking screws along with some 4.0mm cannulated screws for a malleolus fracture. The fibula was not repaired. The patient was compliant and post-op x-rays showed the plate had broken at one of the distal shaft holes along with non-union of the fracture. Patient wsa revised to a metaphyseal plate placed on the antero-lateral side and casted, and broken plate was removed.